Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient used a male external catheter and a leg bag for severe incontinence, they had following prostate surgery which has helped them a lot. Stated that the bag was in the lower leg much lower than the male external catheter, and it did get filled up with urine as expected. The issue was that the extension tube that connects the catheter to the leg bag remains full all the time even if there was a lot of room in the bag. Patient did not understand why, when urine was already draining and going into the bag with gravity, the extension tube remains full all the time from the tip of the catheter to its connection to the leg bag. So, essentially, the tip of the catheter was full of urine, the entire 18-inch of extension tube was full of urine even if there was lot of room in the bags as they usually drain it out when the bag had only 100-300ml of urine for a capacity of 500ml. If more urine comes in the bag, the bag was able to expand but the urine in the extension tube did not fully drain into the bag. Then, when they drain the urine out of the bag, the bag empties out completely but the extension tube remains full. Stated that this makes them worried about getting urinary tract infection since the tip of the penis was constantly wet from the urine that was always staying in the tip of the catheter including the extension tube. Perhaps they were doing something wrong while wearing the catheter or the bag. Patient needs someone could explain the reason for this issue and how to fix it, so the extension tube remains empty of urine if there was enough room in the bag which was lower than the level of the extension tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient used a male external catheter and a leg bag for severe incontinence, they had following prostate surgery which has helped them a lot. Stated that the bag was in the lower leg much lower than the male external catheter, and it did get filled up with urine as expected. The issue was that the extension tube that connects the catheter to the leg bag remains full all the time even if there was a lot of room in the bag. Patient did not understand why, when urine was already draining and going into the bag with gravity, the extension tube remains full all the time from the tip of the catheter to its connection to the leg bag. So, essentially, the tip of the catheter was full of urine, the entire 18-inch of extension tube was full of urine even if there was lot of room in the bags as they usually drain it out when the bag had only 100-300ml of urine for a capacity of 500ml. If more urine comes in the bag, the bag was able to expand but the urine in the extension tube did not fully drain into the bag. Then, when they drain the urine out of the bag, the bag empties out completely but the extension tube remains full. Stated that this makes them worried about getting urinary tract infection since the tip of the penis was constantly wet from the urine that was always staying in the tip of the catheter including the extension tube. Perhaps they were doing something wrong while wearing the catheter or the bag. Patient needs someone could explain the reason for this issue and how to fix it, so the extension tube remains empty of urine if there was enough room in the bag which was lower than the level of the extension tube.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "tubing does not meet specification". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used a male external catheter and a leg bag for severe incontinence, they had following prostate surgery which has helped them a lot. Stated that the bag was in the lower leg much lower than the male external catheter, and it did get filled up with urine as expected. The issue was that the extension tube that connects the catheter to the leg bag remains full all the time even if there was a lot of room in the bag. Patient did not understand why, when urine was already draining and going into the bag with gravity, the extension tube remains full all the time from the tip of the catheter to its connection to the leg bag. So, essentially, the tip of the catheter was full of urine, the entire 18-inch of extension tube was full of urine even if there was lot of room in the bags as they usually drain it out when the bag had only 100-300ml of urine for a capacity of 500ml. If more urine comes in the bag, the bag was able to expand but the urine in the extension tube did not fully drain into the bag. Then, when they drain the urine out of the bag, the bag empties out completely but the extension tube remains full. Stated that this makes them worried about getting urinary tract infection since the tip of the penis was constantly wet from the urine that was always staying in the tip of the catheter including the extension tube. Perhaps they were doing something wrong while wearing the catheter or the bag. Patient needs someone could explain the reason for this issue and how to fix it, so the extension tube remains empty of urine if there was enough room in the bag which was lower than the level of the extension tube.